Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a balloon fracture was seen. The balloon catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Result of investigation: patient files showed at least seventeen applications were performed with catheter 2af283/83696 without any issue on the date of the event. The balloon catheter was not returned for investigation. In conclusion, the balloon catheter was unable to be investigated as it was not returned. The reported balloon guidewire lumen kink issue cannot be confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.